Event description:
The customer reported that insulin was leaking into the insulin pump. The customer stated that insulin has gone under the keypad and her buttons were not responding. The customer also can see insulin under the liquid crystal display screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.